Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer, wrong depth levels were selected and merged in relation to screw placement during a procedure. Per the customer, the screws were "good" however labeled as the wrong level on the device. Per the customer, they were unable to change the display level on the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, wrong depth levels were selected and merged in relation to screw placement during a procedure. Per the customer, the screws were "good" however labeled as the wrong level on the device. Per the customer, they were unable to change the display level on the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.